Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for generator exchange procedure. It was noted during the procedure that the right atrial (ra) lead failed to capture and failed to sense. No changes were made to the lead due to issues with the patient's anatomy. The patient was asymptomatic and stable throughout the procedure.

Event description:
Related manufacturer reference number: 2017865-2021-30511. Additional information received indicated that the patient presented in clinic for a generator exchange procedure on (B)(6) 2021. It was noted that the right atrial (ra) lead could not be implanted due to poor packaging. The ra lead was not used and the original ra lead was kept. The patient was stable throughout the procedure.